Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit is failing drive manifold. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
It was being reported that during preventive maintenance (pm) the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "failing drive manifold". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the drive manifold x2 transducer is being failing. Then the fse had replaced the drive manifold assembly during the pm. There is no involvement of the patient during this incident.

Event description:
N/a